Manufacturer narrative:
This is a system report. Section d references the main component of the system. Other medical products in use during the event include: brand name [micra] product ID [mc1avr1-delsys] (serial: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra operatively during the placement of the leadless implantable pulse generator (ipg), when the device entered the right ventricle, despite with absence of resistance or pressure, cardiac tamponade resulting in cardiac perforation and pericardial effusion was noted. Patient went into cardiac arrest and loss of consciousness for three to five seconds were observed as well . Cardiopulmonary resuscitation (CPR), pericardiocentesis, and endotracheal intubation, were performed. The leadless ipg system was attempted not used. No further patient complications have been reported as a result of this event.